Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information/ device evaluation. H3: device evaluated by mfg- additional information. H3: evaluation included - additional information. H6: additional information.

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot was performed and passed. Functional tests were performed and the audio test failed. A manual sound test was performed and failed. Alarm/alert manual test was performed and failed. An internal visual inspection was performed and foreign object damage to speaker/fod was found. Performance data was reviewed finding errors related to the complaint. The allegation was confirmed as low audio output via product. The probable cause was determined to be foreign object damage via product. No injury or medical intervention was reported.